Event description:
It was reported the patient presented in clinic with pocket erosion and infection. The patient was otherwise asymptomatic. The implantable cardioverter defibrillator, right ventricular lead, and right atrial lead were explanted. The patient was in stable condition following surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.